Event description:
It was reported to medtronic minimed that the customer experienced power problem-failed battery test, power problem-charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884. Customer called back after receiving a replacement batt cap. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no failed battery alert/battery failed alarm and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. Insert battery alarm was found on: 01/19/2025 08:18:35.000 to 01/19/2025 08:46:29.000, 01/19/2025 09:04:41.000 to 01/19/2025 09:33:12.000, 01/20/2025 12:04:22.000 to 01/20/2025 12:10:50.000, 01/22/2025 15:29:46.000 to 01/22/2025 15:29:46.000, 01/22/2025 17:07:03.000 to 01/22/2025 17:27:52.000, 01/22/2025 21:59:25.000, 01/22/2025 22:09:00.000, 01/23/2025 19:11:19.000 to 01/23/2025 20:18:36.000. Failed battery alert/battery failed alarm was found on: 01/19/2025 08:19:08.000 to 01/19/2025 08:55:00.000, 01/19/2025 09:01:36.000 to 01/19/2025 09:20:24.000, 01/20/2025 12:08:41.000, 01/20/2025 12:10:18.000, 01/22/2025 15:30:09.000 to 01/22/2025 15:36:10.000, 01/22/2025 17:07:42.000 to 01/22/2025 17:39:00.000, 01/23/2025 19:11:56.000 to 01/23/2025 19:21:54.000, 01/23/2025 20:10:19.000, low battery alert was found on: 01/19/2025 06:50:00.000, 01/20/2025 11:23:00.000, 01/22/2025 13:25:00.000, 01/23/2025 18:26:00.000. Pump error 68 alarm was found on: 01/19/2025 09:05:09.000 to 01/19/2025 09:31:00.000, 01/22/2025 22:10:26.000. Pump error 49 alarm was found on: 01/19/2025 09:05:09.000 to 01/19/2025 09:32:05.000, 01/22/2025 22:10:26.000 and 01/22/2025 22:10:45.000, pump error 23 alarm was found on: 01/19/2025 09:32:29.000, 01/22/2025 22:11:12.000. Power loss alarm was found on: 01/19/2025 09:32:49.000 and 01/19/2025 09:32:57.000, 01/22/2025 22:11:40.000 and 01/22/2025 22:11:48.000, upon checking the detailed trace file/diagnostic trace file, pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. No unexpected pump error 68 alarm, pump error 49 alarm, pump error 23 alarm and power loss alarm noted during testing. Insert battery alarm was expected since the battery was removed from the pump. Low battery alert and failed battery alert/battery failed alarm were unexpected. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 01/23/2025 18:26:00 faster than expected at 0.17 days. Battery cycle 2 received the lowbatteryalert (104) on 01/22/2025 13:25:00 faster than expected at 2.05 days. Battery cycle 3 received the lowbatteryalert (104) on 01/20/2025 11:23:00 faster than expected at 1.08 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 23-jan-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 01/18/2025 13:09:00.000, 01/22/2025 16:36:00.000, 01/22/2025 16:46:00.000, 01/22/2025 19:40:00.000, 01/22/2025 19:50:00.000. Lostsensor2alert (781) was found on: 01/18/2025 13:26:00.000, 01/22/2025 20:06:00.000, 01/22/2025 20:16:00.000. Sensorsignalnotfound (796) was found on: 01/18/2025 14:03:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Slight corrosion was also found on the battery tube assembly noted. Failed battery alert/battery failed alarm and charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1/pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. However, customer alleged for failed battery alert/battery failed alarm and charge/battery lasts less than expected were confirmed due to corrosion on the pcba 1/pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator¿assembly noted. Slight corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.